Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there were a couple of "potential over infusions but it could not be determined if they were true over infusions." It was noted the it occurred with secondary medications. The customer believes the secondary medication went up into the primary IV set that could be due to clinicians erroneously using the buretrol tubing for secondary medication administration (there is no back check valve on the buretrols). The hospital informed their clinicians to not use buretrol tubing for secondary medication administration. The event was reported to bd associate during site visit. There was patient involvement but unknown impact.

Event description:
It was reported that there were a couple of "potential over infusions but it could not be determined if they were true over infusions." It was noted the it occurred with secondary medications. The customer believes the secondary medication went up into the primary IV set that could be due to clinicians erroneously using the buretrol tubing for secondary medication administration (there is no back check valve on the buretrols). The hospital informed their clinicians to not use buretrol tubing for secondary medication administration. The event was reported to bd associate during site visit. There was patient involvement but unknown impact.

Manufacturer narrative:
Additional information : imdrf annex a, b and g codes.